Event description:
Pacing dificulties; it was reported that the catheter was unable to pace and sense. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. Continuity testing confirmed a short condition between the proximal and distal electrodes. A cut down was performed to locate the short condition near the y fitting. The wires were pulled out of the tubing and continuity testing again performed. The short condition could no longer be detected. The condition may have been cleared when the wires were pulled out of the catheter lumen. Unable to confirm the location of the short.